Manufacturer narrative:
The patient died a year later for an unrelated reason. There was no allegation or evidence the dislodgement contributed to the patient's death. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was floating in the patient's atrium. No adverse patient effects were reported at the time of the dislodgement. No intervention was performed.